Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2017 at 2:30 pm with a blood glucose level of blood glucose of 63 mg/dl. Customer was at the grocery store with her children when she had a seizure. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.